Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was no problem detected either it was not confirmed that there was a problem with the device, a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported reprocessing exceeds one hour, involving an olympus duodenovideoscope. There was no patient injury reported.